Event description:
A home peritoneal dialysis pt reported that she felt bloated during her ccpd treatment. The treatment data showed that there were drain volumes of 4,417 ml and 5,782 ml. Alarm history showed multiple alarms. Her prescribed fill volume is 2,500 ml. The cycler was replaced and the problem has not reoccurred.

Manufacturer narrative:
(B)(4).